Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: 99400-000129 . A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing fuse designator 15a on the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to power on. There was no patient involvement in the reported event.